Manufacturer narrative:
Additional information: b5, b6, h6 (patient codes e211401 and e0511; device code a0511). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a medical opinion of a computed tomography (CT) scan dated (B)(6) 2020: "ivc filter is infrarenal in position. The anterior filter strut is seen piercing the corresponding wall of ivc (11.91mm) is seen impinging the duodenal wall anteriorly. The medial filter strut is seen piercing the corresponding wall of ivc (11.06mm). The posterior filter strut is seen piercing the corresponding wall of ivc is seen piercing the prevertebral structures and intervertebral disc (16.47mm). The lateral filter strut 1 is seen piercing the corresponding wall of ivc (9.21mm) lying in the periphery of the capsule of the upper pole of the right kidney. There is 27.56 degrees lateral tilt of the ivc filter. No ivc filter fracture is noted".

Event description:
Patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging dvt and mechanical thrombectomy. Patient notes and further alleges experiencing "pain and swelling", physical limitations, anxiety, depression and bipolar disorder. Per the (B)(4) 2018 lower extremity venogram: "findings: there is extensive occlusive thrombus throughout the entire superficial femoral vein as well as the external iliac and common iliac veins with irregularity/thrombus extending into the inferior vena cava. Thrombus extends to the level of the retrievable ivc filter. Based on these findings, mechanical thrombectomy and thrombolysis was subsequently performed". "Impression: pulse spray mechanical thrombectomy with the 8 french angiojet system was initially performed throughout the entire left lower extremity iliofemoral deep vein thrombosis with subsequent initiation of thrombolysis using the 5 · french multi-sidehole infusion catheter measuring 50 cm in length".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombosis (dvt), occlusion w/intervention, pain and swelling, physical limitations, anxiety, depression and bipolar disorder. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain and swelling, physical limitations, anxiety, depression and bipolar disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."